Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D10 continuation: 690r26 heart ring implant date: (B)(6) 2020, 459888 lead implant date: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device implanted and experienced several low flow alarms on the device. The patient remained asymptomatic despite consistent low flows, with blood pressure measured at 84/61 mmhg (map 69). Echocardiogram revealed mild to moderate aortic insufficiency and moderately to severely decreased right ventricular systolic function. The patient also had blood in stool and diarrhea, with the gastrointestinal team monitoring the situation and hemoglobin remaining stable. Positional changes in device waveforms were noted in relation to patient movement, with waveforms changing when lying down, raising legs, or sitting up. Computed tomography of the outflow graft showed no concerning findings. Fluid resuscitation was performed, including administration of 1l on the day of the report, but there was no change in flows. Blood pressure management was provided, and no inotropes were given. A right heart catheterization was planned to assess volume status, and the team decided not to administer additional fluids due to poor right ventricular function. The hematocrit was monitored and kept at 40 to observe consistency in flows. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information received and device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed consistent decreases in power consumption and estimated flows throughout the analyzed period leading to parameters below normal operating range. In addition, six hundred and eight (608) low flow alarms were logged since (B)(6) 2025. As a result, the reported low flow event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding, right ventricular failure, and aortic insufficiency are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleed events. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the th erapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized, and there were no findings of gastrointestinal bleeding (gib). A right heart catheterization (rhc) showed filling pressures, the patient was rehydrated with intravenous (IV) fluids and discharged home with medication.